Manufacturer narrative:
(B)(4). Upon completion of the investigation, the cause of the reported issue was identified to be a loose connection. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).as the sample was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in set) alarm occurred on a home choice (hc) device during use. It was reported that the patient was found disconnected from the patient line when the hc was alarming. The caregiver helped in clearing the alarm and therapy was completed with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.